Manufacturer narrative:
(B)(4). The complaint sample was not returned. Paragon medical, the manufacturing site reported: "there were no images of the failing unit, and the unit was misplaced and unavailable for a physical review. A review of the DHR showed that there were molding issues observed with this lot (ref ncr-3659). This issue was sorted per the ncr and the product was repackaged as needed via rw-0879. This product receives 100% functional inspection per the manufacturing instructions, mei-100232, and would have been identified during assembly prior to packaging. While the non-conformance experienced by the end user appears to be similar in nature to the issue observed during manufacturing the non-conformance could not be verified or validated." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: during a gastric sleeve the device tab snapped off. It was retrieved from patient and a new device was used. No injury reported.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: during a gastric sleeve the device tab snapped off. It was retrieved from patient and a new device was used. No injury reported.